Event description:
It was reported that a user experienced hypoglycemia with a blood glucose value of 56 mg/dl during the first night of ilet pump use while the system was adapting. Symptoms included no reported clinical signs consistent with asymptomatic hypoglycemia. Outcomes included self-treatment with oral glucose, subsequent rise to approximately 130 mg/dl, and return to target range without medical intervention or hospitalization. Investigation included customer interview, product use history review, and assessment of user education and troubleshooting steps. Investigation of this case revealed that the event was consistent with low glucose during early adaptive use, no device malfunction was identified, and the infusion set type was noted as a cannula device set. It was concluded that the device functioned as designed and the event was attributable to physiological adaptation during learning, with user education provided and no further action required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.